Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the pump¿s battery life was short with batteries lasting less than one day. The reporter noted there was moisture in the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: during investigation, a review of the black box showed multiple replace battery alarms on 01/29/2014. The battery compartment was intact. The pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed during evaluation. The pump failed the leak test due to a leak at the display lens. Due to internal moisture contamination, only two of the pump¿s current draws could be tested and were found to be within specifications. Current draws for rewind and load steps were not able to be tested due to an unrelated motor rewind issue. There was evidence of moisture contamination found inside the pump. Further testing was unable to be performed due to internal moisture contamination.